Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the device was worn out and did not function. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the power drive device became blocked. It was reported that the event occurred during use on a patient. There were no delays to the surgical procedure. A spare device was available for use to complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.